Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed saline fluid ingress to the power management, coiled cord cable, backplane to coiled cord cable, printer, power slot board and pneumatic interface board. The biomed requested an estimate to repair cardiosave. The estimate was approved and the fse returned later to replace all contaminated parts on approved estimate. The iabp unit passed all functional and safety tests per factory specifications, and was returned to the customer and cleared for clinical use. The full name of the event site listed in block is (B)(6) hospital.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had saline ingress into the iabp console which caused it to shut down. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had saline ingress into the iabp console which caused it to shut down. No patient was involved during this event. No adverse event was reported.